Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4469 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks due to t-wave oversensing (twos). The lead will be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.